Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2008 - the pt underwent a abdominal sacrocolpopexy where a bard marlex mesh was implanted. The attorney's report alleges infection, injury, "pain and suffering", disability, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The original legal claim stated that the pt suffered from infection due to the mesh, however there is no info provided in the pt's medical records to support the claim of infection. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.